Event description:
It was reported that the user was awakened by a low glucose alert from the ilet, which displayed 60 mg/dl, and the user performed a fingerstick that read 80 mg/dl after consuming apple juice and a snack; education was provided to treat lows with 15 grams of carbohydrates and recheck in 15 minutes. Symptoms included mild shakiness without other hypoglycemic signs. Outcomes included self-treatment with oral carbohydrates and no need for emergency care or hospitalization. Investigation included a troubleshooting and education session focused on hypoglycemia management and device use. Investigation of this case revealed no device malfunction and no component issue identified, with glucose recovery following appropriate oral carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.